Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Age at time of event: the facility reporter indicated the patient was (B)(6). Weight: the facility reporter described the patient as overweight, and approximately (B)(6). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician, trained in the use of the proglide device, achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, soon after the uneventful procedure the patient experienced a fever of 99 and was given antibiotic and the fever subsided. The patient was discharged within 24 hours. Though requested, no additional information was provided.